Manufacturer narrative:
The insulin pump had broken battery tube threads, reservoir tube lip completely broken off, broken belt clip slot, cracked case at reservoir tube window corners, reservoir tube window and minor scratched display window.

Event description:
The customer reported via phone call that the reservoir compartment of insulin pump was damaged and piece of insulin pump chipped off. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.